Manufacturer narrative:
No damage found to unit, anti tamper was removed from screws. Found an exhaust check valve outside of case. Functional evaluation was performed on the vdr4 without changing or replacing any parts or performing any repairs, met percussionaire specifications. Found pulsatile flowrate to be functioning within percussionaire specs. Evaluated and found no leaks, heard no leaks and flow rate was working normally. Unit is overdue for its yearly pm. No pm on file, device has not been seen since mfg. Unit is functioning within percussionaire specs.

Event description:
Patient was proned and on vdr. When we supined the patient, the vdr lost pressures and a loud hissing could be heard from inside the vdr. Pulsatile flow was turned up but oscillatory CPAP was not working. Added demand CPAP. Patient desated to the low 80's. Trouble shooting was quickly done by (B)(4), rt, and we were unable to locate the problem. The patient was removed from the vdr and bagged while a new vdr was brought in. Sats increased to 90's while being bagged. Patient was transitioned to new vdr. No stress or harm was noted, other than brief desat and derecruitment. Reported would not give osc peep even at max settings making hissing noise from inside vent.